Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep reporting that it was unknown if both leads were fractured, both leads remain in the patient. The fractured leads were found at the impedance check on (B)(6). The actions/interventions taken to resolve the event was reported as a wait and see approach was being taken. The event was not resolved.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 977a275 , implanted: (B)(6) 2017, product type lead. Product ID: 977a275, implanted: (B)(6) 2017, product type lead. Conclusion code belongs to the leads.

Event description:
Information was received from a health care provider (hcp) via a company representative (rep) regarding a patient implanted with an implantable neurostimulator (ins) for chronic pain. It was reported that the effect by the spinal cord stimulation (scs) was lost due to a lead fracture. The patient experienced reoccurrence of pain. No x-ray images were available. An external factor that may have contributed to the event was the patient engages in agriculture, and needs to do movement of twisting the body or carrying heavy objects daily. The cause of the event was strength of lead. The device settings were: 5v, 210pw, 40,000ohms, 20hz, bipolar, electrode 1 and 9 anode, electrode 0 and 8 cathode, 24hrs/day usage. The impedance measurement was going to be performed on (B)(6) for troubleshooting. It was not decided what action was going to be taken. No surgical intervention occurred, unknown if planned. The issue was not resolved at the time of this report. The lead status was reported as implanted-out of service. The physician¿s observation regarding severity was severe. The patient was alive with no injury. No further complications were reported or anticipated.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: 977a275, serial# unknown, implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type: lead. Product ID: 977a275, serial# unknown, implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep reporting that the two leads were replaced.

Manufacturer narrative:
Device analysis for lead, model # 977a275, revealed the lead body conductor broken at the anchor site unknown. All eight conductors are broken, multiple conductors at 16.8 cm and multiple conductors at 17.4 cm from the distal end of the lead. Device analysis for lead, model # 977a275, revealed the lead body conductor broken at the anchor site unknown. All eight conductors are broken, multiple conductors at 17.5 cm and multiple conductors at 18.1 cm from the distal end of the lead. If information is provided in the future, a supplemental report will be issued.